Event description:
Patient diagnosed with prosthetic valve endocarditis and/or aortic graft infection following aortic valve and aortic root replacement. Patient complained of low grade fever, chills and malaise 4-6 weeks after the initial postop visit. No obvious signs of infection were noted during the office visit approx 3 months post op. Patient admitted to the hosp 21 days later with complaints of chills, cough and fatigue. Serum cultures showed no growth after 5 days but were positive for mycobacterium chelonae-abscessus on day 6. Prosthetic aortic valve and root replacement were removed, cultured and sent to the MFR for investigation.